Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm how many patients has the surgeon returned for additional surgical procedures with the ligamax applier? Were there any issues with clip formation in the initial procedure? Is yes, what actions were taken to address the potential clip formation? Does the surgeon routinely load each clip off the vessel? Does the surgeon inspect the jaw tips to ensure the clip is advanced in the jaws prior to placing the clip on the vessel? Are there photos available?

Event description:
It was reported that following a laparoscopic cholecystectomy, there was a case of hemoperitoneum that forced the surgeon to ¿reinterate¿ the patient. Laparoscope was reintroduced, the surgeon observed, apart from the hemoperitoneum, a "jet" bleeding from the cystic artery, which was perfectly sectioned with a clean cut but no staple placed. I can tell you that the dissection of the artery was correct and there was no maneuver to force the "clip-clip" for its placement, just as it has happened in this patient. This is all the information available at this time.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2024. Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Date sent: 11/01/2017. H1: type of reportable event/MDR decision: malfunction upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a malfunction. Please confirm how many patients has the surgeon returned for additional surgical procedures with the ligamax applier? Staple abnormalities were observed in 3 cases, in the other two there were no consequences on the patients because the stapling defect was observed during surgery. A different ligaclip was used. Were there any issues with clip formation in the initial procedure? No. Does the surgeon routinely load each clip off the vessel? Of course. Does the surgeon inspect the jaw tips to ensure the clip is advanced in the jaws prior to placing the clip on the vessel? Of course. Are there photos available? No hay fotos (there is not photos). What is the current patient status? El paciente se encuentra bien. (Patient status is ok). Additional information received: description of the events: patient with cholelithiasis (elective intervention) which, when the clips were placed on the cystic, we observed they where not very tight. Having seen that, I removed the clips without any resistance. When the clips were retired, I realized that the clip didn¿t have the ¿parallel¿ shape it should have when applying on the structure. Solution to the problema: when I realized of the problema during the surgery, I place other 2 different clips.